Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which led to peritonitis. The patient was hospitalized for the reported event. The treatment for the peritonitis was not reported. The patient was discharged from the hospital and was recovering. The peritonitis was reported to be due to the breach along with a decrease of patient¿s immunity. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.